Event description:
Patient arrived from the or, when his monitor was admitted his vital sign (vs) parameters were not our normal settings. If we had not been paying attention, the monitor would not have alarmed for any unsafe vs. The patient parameters were as follows: heart rate: 1-300, systolic blood pressure: 1-350, diastolic blood pressure: 1-350, mean blood pressure: 1-350. In spite of the strange parameters, the monitor displayed that it was in the 0-3 month default.